Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the gas could not be let off after inflating. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: the customer also reported that the balloon was seen bulging after inflation. A photo submitted by the customer shows an irregular shaped inflated balloon outside the patient.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate. Imdrf code a0406 captures the reportable event of balloon deformation.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the gas could not be let off after inflating. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.